Event description:
Manufacturer ref#:(B)(4).

Manufacturer narrative:
It was reported that the device failed the flow transducer test during the pre-use check. The ventilator was investigated by our field service engineer on-site and found a failure in the o2 gas module. Replacement of the o2 gas module solved the issue.

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).